Event description:
Patient had the line removal on ward. Difficult line removal. Cuff very deep, distal end of cuff located and held with forceps. On trying to bluntly dissect away scar tissue from the rest of the cuff, the line snapped at the level of the cuff, which retreated into the muscle. Details of injury (to patient, carer or healthcare professional): action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) unable to find the cuff using equipment on the ward and the patient was taken to theatre for removal of the line under local anaesthetic. Attachments on trying to bluntly dissect away scar issue from the rest of the cuff, the line snapped at the level of the cuff, which retreated into the muscle. Unable to find the cuff using equipment on the ward and the patient was taken to theatre for removal of the line under local anesthetic.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.